Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-09892. It was reported that during analysis patient had a rise in threshold and pacing impedance on the right ventricular lead. Programming changes were done to the device to give the patient an adequate safety margin. Physician decided cap the existing right ventricular lead on (B)(6) 2019, and place with a new lead. The atrial lead was also capped on (B)(6) 2019 for unspecified issue. Patient condition was stable

Event description:
New information received stated that there was no allegation of a malfunction on the atrial lead and lead was capped due to patient having chronic atrial fibrillation.